Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: regarding the additional information requested. Quest will not run any environmental cultures that we send them, so we have to say it is from a person¿s wound. The culture reported as surgeon¿s right hand is not from a human wound. Using sterile technique my rn, cst removed the needle from the suture and stuffed the entire suture into the culture medium inside the culture tube. She then inserted the swab into the medium to close the tube.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received two empty opened foils and eleven unopened samples that pertained to product code z513g. The visual assessment of the returned samples, a visual inspection was performed on the samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a1, a2, a3, a4, b3, b7. Additional information was requested, and the following was obtained: we did send a suture in for culture to quest, where a gram stain identified gram-positive cocci. However final culture results were negative. Additional information was requested, and the following was obtained: date: 1/11/2023 pt ID: (B)(6), procedure: breast implant exchange, bilateral; capuslectomy; bilateral anchor mastopexy, other complication: suture: pds, other relevant pt history (htn, diabetes, smoker, previous mrsa or staph inf.): glaucoma, inflammation of stomach, hypothyroidism, age: 74, gender: f weight: 170, height (in): 5'7, pre-op cleansing procedure: shower with hibiclens, preexisting inf. Signs/symp: no, surgical approach: open, tissue in which suture was used: breast skin, pre-op tissue condition: normal, suture deficiency noted by surgeon during procedure(s): no, peri-operative abx: yes, 30" prior to incision, po x 5 days postop, onset date/time inf.: (B)(6) 2023, drainage type/amount: n, inf. Signs/symp: mild erythema on vertical scar, cultures performed? (Add details, if yes- need lab record): n, other details: suture had to be removed (B)(6) 2023 in clinic due to redness and swelling not going away, topical wound care only: mupirocin 2% /telfa/ brown paper tape, po antibiotics: no, return to or (y or n): n, current status: incision healed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The returned suture culture is a sample from the right hand of the surgeon. Is this sample a suture from an unopened package? Or is this a sample from a patient's tissue? Corrected h6 health effect codes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a plastic surgery on an unknown date and suture was used. Two weeks post op the patient developed an infection at the suture site. The sutures were then removed. Additional information was requested.